Manufacturer narrative:
This report is being supplemented to provide additional information based on a review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the results of the final investigation. Please see updates to b3, b5, h2, h3, h4, h6, and h11. An olympus endoscopy support specialist (ess) visited the site and observed that the customer skipped the elevator movement and flushing behind the elevator using a syringe filled with detergent during manual cleaning. Additionally, the channel cleaning brush was inserted into the suction port at the scope connector, the air/water cylinder at the control body, and the instrument channel opening at the distal end. The ess then observed that the elevator channel flushing step was also skipped during bedside pre-cleaning. The customer provided cds processes where reviewed, and information to judge deviation from the IFU was not identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end and elevator; air/water channel; instrument/suction channel; and elevator wire channel. Cfu: not specified. Bacterial identification: micrococcus luteus was detected in the air/water channel. Pseudomonas geniculata, stenotrophomonas pavanii, and aerococcus viridans were detected in the instrument/suction channel. There was no growth observed in the distal end elevator mechanism, or the elevator wire channel. The device was evaluated, and additional potential adverse events were confirmed where a black foreign material was found in the forceps passage, and black spots, debris and stains were noted inside the air/water channel. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. The following is included in the device IFU: the IFU includes instructions and warnings about the risk of infection due to insufficient cleaning and improper reprocessing. Page 82, section 5.3 - precautions: "failure to properly clean and high-level disinfect or sterilize endoscope equipment after each procedure can compromise patient safety. To minimize the risk of transmitting infectious agents from one patient to another, after each procedure the endoscope and the equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization, as described in chapter 7. Reprocess not only the external surface of the endoscope but also all channels." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer specifying the results of their culture tests. There were positive results for klebsiella pneumoniae, klebsiella pneumonia and enterobacter cloacae complex, and another klebsiella pneumoniae on (B)(6) 2024, respectively. Samples were taken from the elevator and inside the scope; however, the specific locations where the organisms were detected were not specified.

Event description:
It was reported that the subject device tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.